Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with patient (time in use not provided) when the device cuff was found repeatedly deflating. User facility stated there were no adverse effects to patient.